Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that during direct stenting of a de novo, moderately calcified, mid left anterior descending artery lesion the xience stent delivery system (sds) was delivered and stent deployed without incident; however, the balloon became caught in the underdeployed stent. To remove the sds, the guide catheter was advanced and deep seated well into the stent area while the balloon was pulled back into the guide catheter. The devices were removed without issue. A 4.0 x 12 voyager nc was used to post-dilate the stent. A good result was achieved. There was no reported pt sequela. No additional information was provided.